Manufacturer narrative:
Concomitant medical products: nv ehxl alip lnr g1 32mm (cat# 142-32-61 / serial# (B)(4)). Biolox delta femoral head 32mm od, -3.5mm (cat# 170-32-93 / serial# (B)(4)). The evaluation noted that revision reported was likely the result of either undersizing the femoral stem for the patient¿s anatomy/femoral bone or insufficient bony support for the implant. However, this cannot be confirmed as the devices were not returned for evaluation and no additional information was provided. The most probable root cause associated with the reported event of "femoral stem subsidence" is associated with a femoral stem that subsides into the prepared femoral canal further than expected. This can occur during implantation or post-operatively.

Event description:
As reported, approximately 3 months postop the initial r tha this female patient was brought to surgery for a subsided 16x245 monobloc stem. The r hip was dislocated, the femoral head and the stem were removed, the acetabular component was exposed, and the poly liner was removed. The patient received a new g1 xle extended coverage liner, the femur was reamed up to a 19x245 stem and a new 19x245 stem was implanted. The new 32 +7 biolox head was implanted. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as the implants were discarded by hospital.